Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet, a loose/detached set screw, and a set screw with a rounded socket.

Event description:
It was reported that during the implant procedure, when the set screw was being tightened on the ventricular port, the torque wrench made a sound like a screech rather than the typical clicking sound. A first attempt tug test resulted in the lead coming out of header. The screw was tightened down with a different wrench and still no click to suggest screw was all the way tightened. The physician used a non-torque wrench to unscrew the set screw and the set screw came out on the tip of the wrench. The set screw could be put back in the header but upon tightening the torque wrench made the screeching sound again. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.